Event description:
There was no patient involved in this event. This device malfunctioned because the status indicator was flashing red and the device was emitting a low battery warning. A device in this fault mode, if left undetected could result in the failure of the device to perform as intended if required.

Manufacturer narrative:
The device was successfully installed on (B)(6) 2009. After (B)(6) 2009 a fault seems to have developed with the device. There are manual self -test failures, "low battery warnings" issued by the device and the red led status is illuminated an audible beep. The investigation into the device concluded the problem was caused by a faulty pogo-pin. This would result in an inconsistent power supply to the pad device. The pad pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use.